Event description:
The device was returned for unrelated svc. There was no reported pt harm. During the repair eval, it was discovered that the audible alarm was not functioning. The power switch was replaced to connect the problem.